Event description:
Champion study. It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed with the closure device implanted with a complete seal and deployed device diameter of 19.0 mm in the laa of the patient. Post procedure, the patient was experiencing mid chest pain which worsened with inspiration and lying flat and reported it as a constant discomfort. Additionally, the patient was also noted to be hypotensive. The physician performed an echocardiogram which revealed a left ventricular ejection fraction of 50% with a large pericardial effusion measuring 2.3 cm anteriorly with no signs of cardiac tamponade. The pericardial effusion was noted to be circumferential, however, it was larger anteriorly. There was abnormal septal motion associated with left bundle branch block and a diastolic compression of right ventricle. The physician performed a pericardiocentesis. A pericardial drain was implanted and 250cc of blood was withdrawn from the pericardium. The patient was then transferred to the critical care unit for further monitoring. At the time of the event, the patient was on apixaban (10 mg) and aspirin (81 mg), both of which were stopped in response to this event. 1 day post procedure, a repeat echocardiogram was performed which showed left ventricular ejection fracture of 50% with minimal pericardial effusion with no evidence of hemodynamic compromise, however, there was re-accumulation of fluid, and there was presence of pleural effusion noted. The tricuspid valve appeared to be normal, however, there was mild tricuspid regurgitation noted. The decision was made and triamcinolone was injected into the pericardial space and the pericardial drain was removed. The patient continued being hypotensive. A bedside ultrasound was done which revealed increased ivc collapsibility. As a corrective action, 500cc bolus was given, volume status was assessed, fluids were indicated, and atenolol was put on hold. The same day, chest xray was done which revealed trace pericardial effusion with atelectasis. Two days post procedure a follow up transthoracic echocardiogram (tte) was performed to check the status of pericardial effusion post pericardiocentesis procedure and it showed no presence of pericardial effusion. The outcome of the event was considered to be resolved. The patient was discharged home on aspirin (81 mg) and was advised to restart apixaban (10 mg) the following day.